Event description:
During preparation, when the heparin saline was flushed into the delivery system, the stent (mounted on the balloon) was moved out of position on the balloon easily. The product looked normal when removed from the packaging. The product was properly inspected and prepped. There was no mishandling of the product. The balloon of the stent delivery system was not inflated during prep. The product was not clinically used, and another product was used to complete the procedure.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.